Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first occurred on (B)(6) 2018 on an unspecified time. The patient detailed that he tested his blood and obtained an alleged inaccurately high glucose result of 142 mg/dl on the subject meter, which he compared 120mg/dl on the other meter (accu-chek). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes with oral medications, diet and exercise. The patient stated that a ¿couple of weeks¿ after the alleged issue began he developed symptoms of shaky and sweaty and reported that he self-treated with food/drink. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The patient was unable to confirm if the control test had been manually selected. The patient¿s products were replaced. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.